Manufacturer narrative:
Literature concludes that some fragments are believed to be released from second instruments when they come in contact with the phaco or irrigation/aspiration (I/a) tip, and metal fatigue can lead to complete fracture, resulting in intraocular foreign body. It is unknown if the surgeon used secondary instruments composed of metal. Instrument care and cleaning regarding the tip also greatly plays a role in a tips safety. Reusable tips should always be inspected microscopically for burrs or sharp edges and removed from use if such is found. As indicated in the I/a tip directions for use (dfu), the I/a tip should be checked prior to use for tip damage (i.e. Burrs, bending, scratches or rough areas). A damaged tip should be discarded and replaced. Although I/a tips are composed of titanium, secondary instruments in use at the time of the reported event are unknown, therefore conclusion of origin of particles cannot be made conclusively. Likely contributor to reported event is inadequate flushing and inspection of reusable instruments during reprocessing, hence failure to follow dfu instructions. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece met specifications at the time of release. No phaco tip was returned for microparticles retained in the eye. Approximately ten metal particles with sizes up to 1mm in size were present. Inflammation, corneal edema and unspecified treatment were also associated with the complaint. For this complaint file, the final customer lot was identified. For this final lot, nine phaco tip component lots were used to make up the final lot. A device history record review for the final sterile lot was conducted. No anomalies were found during the device history record review. The product was released based on the product's acceptance criteria. Because a sample was not returned and the lot information indicates the products were released based on the products' acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Event description:
Additional information provided by the surgeon who reported that instruments were cleaned by sterilization process and that facility used single-use cannulas.

Event description:
Additional information provided by a surgeon clarified that the patient did not undergo another surgery and her symptoms had resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported that microparticles were released in anterior chamber during a cataract surgery with intraocular lens (iol) implant. The issue occurred during the first groove. The aspect of the particles was metallic. Ablation with phaco and infusion/aspiration was performed. One postoperative day, there was no eye pain but corneal edema. It was difficult to analyzed the anterior chamber but 2 particles were seen. Treatment was prescribed for inflammation and corneal edema. Another follow up visit was scheduled. Additional information was received from the surgeon. During the phacoemulsification of the first furrow in the left eye, particles with metallic aspect were released in anterior and posterior chamber. The particles were not seen coming down the irrigation line. No hospitalization, medical or surgical intervention were required. The particles were partly removed from the eye at the beginning of the procedure. The particles were of metallic color, size inferior to 1mm , quantity around 10 and could not be seen with the naked eye. Per the surgeon, the device caused the event due to the inflammation one postoperative day. Additional information provided by a company representative informed that during the phacoemulsification, the extremity of the handpiece tip got dissolved because of the ultrasonic action. The metal got pulverized and some metal pieces were released in patient's left eye. Patient was fine without inflammation or edema. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: literature concludes that some fragments are believed to be released from second instruments when they come in contact with the phaco or irrigation/aspiration (I/a) tip, and metal fatigue can lead to complete fracture, resulting in intraocular foreign body. It is unknown if the surgeon used secondary instruments composed of metal. Instrument care and cleaning regarding the tip also greatly plays a role in a tips safety. Reusable tips should always be inspected microscopically for burrs or sharp edges and removed from use if such is found. As indicated in the I/a tip directions for use (dfu), the I/a tip should be checked prior to use for tip damage (i.e. Burrs, bending, scratches or rough areas). A damaged tip should be discarded and replaced. Although I/a tips are composed of titanium, secondary instruments in use at the time of the reported event are unknown, therefore conclusion of origin of particles cannot be made conclusively. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece met specifications at the time of release. The phaco handpiece was received for evaluation. Initial inspection found a dent on the irrigation line suspecting the handpiece to be dropped. This however remains unrelated to the reported event. A particulates test was also initiated to see if particulates would collect on a filtered slide. Upon running the particulates test, there was confirmation of a few particulates obtained on the slide to end to the lab analysis. A filter slide with particulates was received for additional analysis. The found dark reflective particles were isolated and analyzed using the hitachi scanning electron microscope (sem) that was equipped with an edax energy dispersive x-ray spectrometer (eds). After the analysis, the exact identity of the reflective particles was still unknown. Original particulates from the surgery was not saved for comparison. No additional testing was performed. Refer to the attached particulates test results for additional details. A phaco tip was returned for evaluation. A device history record review for the final sterile lot was conducted. No anomalies were found during the device history record review. The product was released based on the product's acceptance criteria. . The root cause of the customer reported event cannot be determined as it is unknown if the particles identified during testing are the same type of particles produced during surgery. Without this information, the source of the particles observed during surgery cannot be determined conclusively.